Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, the patient reported that the infusion set fell off during use. The set was in use for two hours. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Patient country -(B)(6).